Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion was noted when the ice catheter was used to perform a scan of the heart. After crossing into the left side of the heart, a scan was again performed and there was concern that the effusion may have been getting bigger. All catheters were removed and anticoagulation was medically reversed. The patient was observed for approximately 30 minutes and was stable. A pericardiocentesis was then performed to resolve the issue. There were no performance issues with any abbott devices.